Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient woke up in the morning and noticed that the bed was wet and discovered that the transfer set ¿detached itself from the tube¿. The patient tied a knot on the transfer set. Subsequently, the patient was diagnosed with peritonitis and was hospitalized. Treatment was not reported. It was reported that the patient recovered from the peritonitis. At the time of this report, the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Additional information: d4, h3, h6 and h11. The device was received for evaluation. Visual inspection by naked eye observed the separation of the tubing from the main body. The reported condition was verified. The cause of the condition could not be determined; however, there are markings on the end of the tubing indicating the tubing was positioned on the post of the female connector. The assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause a separation. No other issues were noted during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.